Manufacturer narrative:
The insulin pump was received with operating currents within spec. The pump passed self-test, unexpected error test, rewind, basic occlusion test, and occlusion test, prime test, excessive no delivery test and displacement test. The pump was received with stripped battery cap coin slot, cracked case at display window corners, belt clip slot and battery tube threads and minor scratches on lcd window.

Event description:
The customer's mother reported via phone call of high blood glucose readings and cracked battery cap from the insulin pump. The customer's blood glucose reading was over 400 mg/dl. The customer corrected with a shot. The customer stated that her battery went down last night and it was totally stripped through. The customer stated that they changed the battery and was not able to remove the battery cap. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.